Event description:
It was initially reported by the pt that she was seizure-free for about 25 months. In (B)(6) , the pt indicated that she had about 40 seizures in about 12-hours (a few grand mal with mostly complex partial). Her medications were said to have been started back up at that time. The seizures are said to be controlled since then. The pt could not indicate her pre-vns baseline levels, so it is unclear if this is an increase for the pt. Good faith attempts to obtain additional info have been unsuccessful to date. The patient's last known diagnostics performed on (B)(6) 2010 were indicated to be within normal limits. A search in the manufacturer's programming history database indicates the last known diagnostics performed on (B)(6) 2008 were within normal limits.